Event description:
It was reported that the patient presented in nurse only clinic for follow up, the atrial lead exhibited oversensing. Noise could not be reproduced in clinic using isometric and pocket manipulation. On (B)(6) 2014 the patient came into clinic for a regular follow up, the lead exhibited oversensing. The device was reprogrammed. There were no adverse events to the patient. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.